Manufacturer narrative:
(B)(4) date sent: 8/30/2021 investigation summary this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows an echelon flex 60 device with the u5c865 batch number, the closure, firing triggers and jaws in open position and can be seen the arrow in forward position. The second photo shows a white reload and appears to be the sled partially advanced. Based on the two photos review the event describe could not be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance., according to the information received, the ec60a device malformed staples. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with the closure trigger and anvil in opened position with no apparent damage. Also, a gst60w reload partially fired 1/16 was returned as well. The device was tested for functionality in the articulated position with the returned reload after resetting the reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device and the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Additional information: the account provided 2 photos images. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows an echelon flex 60 device with the u5c865 batch number, the closure, firing triggers and jaws in open position and can be seen the arrow in forward position. The second photo shows a white reload and appears to be the sled partially advanced. Based on the two photos review the event describe could not be confirmed, therefore no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the bladder surgery, after first fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.